Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e2, e3 and g2 fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the subject device was manufactured. Based on the results of the investigation, the missing guide pin was likely due to improper handling by the user, more specifically to the use of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope, had a missing guide pin. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device had a missing guide pin. In addition, the following defects were found during the full inspection: the serial number ring has faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.